Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the lead perforated an organ or balloon venogram caused a tear. The patient ended up getting a pericardial window. The lead was never in service. No additional adverse patient effects were reported.